Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect component for evaluation. Several attempts have been made to contact the customer for additional information and to evaluate the suspect device for the reported issue. At this time, the customer has not responded to any contact attempts and vyaire medical is unable to confirm the customer's reported device issue.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable, motor fault, low peak inspiratory pressure, and low minute ventilation alarms. The customer performed troubleshooting, but the issue was not resolved. At this time, it is unknown whether or not there was any patient involvement associated with the event.